Event description:
It was reported that during a hartmann procedure, the surgeon found some staples were malformed. Hand sewing was added to complete the or. No patient consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.